Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent and abdominal pain. On the same day of the event onset, the patient was hospitalized and treated with vancomycin injection (1gm after three days, intraperitoneally, ongoing), ceftazidime injection (1gm, once daily, intraperitoneally, ongoing) and a tablet of amikacin (250mg, once daily, oral, ongoing) for peritonitis. Pd therapy was ongoing. It was reported that the patient was retrained on proper aseptic technique. At the time of this report, the patient remained hospitalized and was recovering from the peritonitis event. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.